Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. Two to three weeks following the surgery, the patient experienced abdominal pain and reddened skin where the mesh had been placed. The patient was hospitalized and underwent a blood test that indicated an inflammation value of eosinophile granulocytes above 10.000. The patient is currently in stable condition. Additional information has been requested.